Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings and hospitalization from the insulin pump. The customer's blood glucose reading was 21 mg/dl. The customer stated that she experienced hypoglycemic events from the insulin pump. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer also stated that insulin was dripping out after letting go of the act button during the fill tubing. The customer removed the set and reservoir and changed prior to inserting. The customer was advised to monitor the pump and call back if the issue persists.